Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose (bg) measuring 375 mg/dl with large urinary ketones, extreme thirst and abdominal pain. The reporter confirmed that the patient did not receive any treatment above or beyond the usual routine of diabetes management as a result of the event. The reporter alleged the pump experienced a power (intermittent power) issue. The reporter confirmed no damage to the pump or the battery cap, the battery cap secured to the pump properly, there was no moisture or corrosion in the pump and new battery does not resolve the power issue. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy and the alleged power issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: review of the black box data revealed records of unexplained power on reset on (B)(6) 2015 at 7:24; deliveries resumed at 13:48 on the same date. The total daily dose amounts added up to correctly reflect the user programmed basal rates. On examination, the battery cap and battery compartment were intact without damage. The returned battery cap was evaluated and found to be within the required specifications and able to be secured to the pump properly. On investigation, the pump was exercised for 24 hours without interruption in power duplicated. The pump was found to be delivering accurately within the required specifications without malfunction. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The complaint was verified in the pump history but was not duplicated on investigation.